Event description:
The customer's daughter reported the customer did not code their freestyle meter and that the received reading was incorrect. The customer became incoherent; therefore, the paramedics were called and treated the customer with intravenous fluids. The customer was transported to a hospital where she was diagnosed with severe hypoglycemia and additional treatment of juice and food was given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. No product investigation is required. The customer did not code their meter. The adverse event was due to user error.